Event description:
It was reported that pump experienced malfunction alarm with no events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed malfunction did not recur, and was advised to continue using pump and call back if issue happened again.